Manufacturer narrative:
The pt information was requested but to date has not been provided. It was reported that the device will be returned for investigation. To date the device has not been rec'd. A f/u report will be provided once the device investigation and lot history review are completed. A second and third device used in the same procedure were filed under MDR 2032380-2011-00003 and 2032380-2011-00023. (B)(4).

Event description:
It was reported to arthrocare that a pt underwent an arthroscopic procedure using three opus speedscrew 5.5 implants. The implants were placed in bone. Pressure was applied in order to reel in the suture. Reportedly the interior thread within the mechanism which connects to the suture broke leaving the suture slack. Because of this, there was a surgical delay of 45 minutes. Reportedly the surgeon was able to complete the repair with no need for additional incisions, no pt adverse effect or pt injury.